Manufacturer narrative:
The vyaire medical factory service center received the suspect device, a 3100a ventilator, for evaluation. An evaluation of the device did not duplicate the reported issue and found that the device meets manufacturer's specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, the customer has not responded to requests for additional information regarding this event.  The date of event is an estimation based on the information provided by the customer, but the actual date of the event is unknown at this time. A vyaire medical factory service center has received the suspect device, a 3100a ventilator, for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator would not hold the desired mean airway pressure and the ventilator shut down and the minimum paw led was lit up while the unit was in use on a patient. It is unknown at this time if there was patient harm/injury associated with this issue.